Event description:
The local distributor reported to maquet that during an operation while the light was being manipulated, a spring arm cracked and broke, allowing the lighthead to detach and fall down to the floor. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
It was found that the front pivot of the spring arm broke at the weld seam. The broken spring arm was replaced with a new one and the device returned to service. This malfunction was previously addressed in the u.s. Through the device correction. Maquet med systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.